Event description:
It was reported that during a rotational atherectomy treatment procedure, removal difficulties occurred. The location of the target lesion was not specified. Following ablation, the physician attempted to remove the 325cm floppy rotawire guide wire from the patient however resistance was encountered and the device could not be removed. An unspecified micro catheter was then loaded onto the guide wire. The guide wire was released and successfully removed from the patient. The procedure had been completed with this device. There were no further patient complications reported and the patient's status is listed as good.

Event description:
It was reported that during a rotational atherectomy treatment procedure, removal difficulties occurred. The location of the target lesion was not specified. Following ablation, the physician attempted to remove the 325cm floppy rotawire guide wire from the patient however resistance was encountered and the device could not be removed. An unspecified micro catheter was then loaded onto the guide wire. The guide wire was released and successfully removed from the patient. The procedure had been completed with this device. There were no further patient complications reported and the patient¿s status is listed as good.

Event description:
It was reported that during a rotational atherectomy treatment procedure, removal difficulties occurred. The location of the target lesion was not specified. Following ablation, the physician attempted to remove the 325cm floppy rotawire guide wire from the patient however resistance was encountered and the device could not be removed. An unspecified micro catheter was then loaded onto the guide wire. The guide wire was released and successfully removed from the patient. The procedure had been completed with this device. There were no further patient complications reported and the patient's status is listed as good.

Manufacturer narrative:
Device evaluated my manufacturer: one device was received with the distal tip damage and the spring tip detached from wire, device was returned loaded in the hoop. The visual and tactile inspection was performed and found the guidewire fractured at 329.1cm approx from proximal end. The spring tip unraveled. Dimensional inspection found all the outer diameter measurements are within specifications. The fracture section was sent to the (B)(4) lab for analysis, as per (B)(4) results the failure occurred due to a bending overload. No presence of copper was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).